Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: after firing, a part of proximal colon was not cut, and the device could not be removed. Detached the anvil from the device and removed the device from the pt. The surgeon, resected both distal and proximal colon to remove the anvil, and create a second anastomosis which was successful. No bleeding occurred as a result.

Manufacturer narrative:
.